Event description:
It was reported via legal documentation that approximately 41 months after a left total knee revision procedure, the patient has experienced joint swelling, pain, discomfort, loss of mobility and instability and will require a second revision surgery. At the time of legal notification, a second revision procedure had not been performed. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: (B)(6), 02-020-13-0240 - truliant cr cem fem cr cem left sz 4; (B)(6), 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t; (B)(6), 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.